Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion and incomplete bolus alert malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the customer had not intended to deliver a bolus and did not navigate to the bolus request screen. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The battery gauge later jumped from 20% to 100% immediately after being re-connected to a power source. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.